Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint that the peel-apart sheath split easily was inconclusive due to the sample condition. Components from at least two microintroducer kits were returned for investigation. Two IV catheters, two introducer needles, and two guidewires were returned for investigation. Only one 4.5fr microintroducer was returned for investigation. The sheath was intact and the tabs had not been split apart. The distal tip of the sheath exhibited no damage. Blood residue was observed between the sheath and dilator, which is indicative of use. Since the returned sheath was intact, it is possible that the damaged sheath was not returned for investigation. One of the guidewires was kinked 1.7cm from the distal weld tip. A microscopic examination revealed dislocations in the coil wire in an around the kink in the guidewire. Blood residue was observed on the guidewires, which indicates that the wires were used. The damage observed on the guidewire could be associated with the reported microintroducer damage since the products are used together during the insertion process. Since the damaged introducer sheath was not returned, the complaint was inconclusive. A lot history review (lhr) of reaz1417 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the peel apart sheath split easily. (B)(6) 2018 - the sheath was returned with a kinked guidewire with dislocated coils. Damage appears to be related to the report of the sheath splitting easily.